Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a stent-assisted coil embolization for intracranial aneurysm, a 4.5x22mm enterprise vascular reconstruction device (vdr) with product code: enc452212, lot number: 98728950 became impeded in the proximal end of an unspecified microcatheter (mc) and could not advance any more. The doctor only retracted the stent alone; the stent was found detached from its delivery wire at the site where the microcatheter hub and the y connector connected. The doctor removed the y connector and removed the stent and then switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as ¿yes, the doctor increased force to remove the delivery wire of the stent¿. The stent was detached from its delivery wire at the site where the microcatheter hub and the y connector connected. The replacement stent was a 4.5x14mm enterprise vascular reconstruction device (product code: enc451412). Additional event information received on 02-jun-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were not able to torque the device. There was evidence of physical material within the device (further clarification needed). The infusion microcatheter did not kink/bent. There was procedure prolongation/delay due to the event, however, it did not result in a patient adverse consequence.